Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01/14/2022. H.6. Investigation: one photo and one sample were received by our quality team for evaluation. After visual inspection of the photo and sample, the plunger rod was observed to be broken. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. This nonconformance could have occurred at the plunger infeed dial station. The probable root cause for the broken plunger could be due to a low infeed on the linear plunger track causing the first plunger to be slanted. The slanted plunger hit the rotating plunger infeed dial which caused the broken plunger rod.

Event description:
It was reported that bd 10ml syringe slip tip with bd precision glide¿ needle had a broken plunger rod. The following information was provided by the initial reporter: "plunger broken".

Event description:
It was reported that bd 10ml syringe slip tip with bd precisionglide¿ needle had a broken plunger rod. The following information was provided by the initial reporter: "plunger broken".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.